Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient that was receiving intrathecal hydromorphone and was now receiving fentanyl (concentration unknown, dose 194.7 mcg/day), via an implantable infusion pump. The hydromorphone dose and concentration were unknown. The patient was concomitantly taking oral dilaudid 4mg every 6 hours as needed, requip for restless leg syndrome at night, and valium as needed. The indications for use were noted as non-malignant pain and post lumbar laminectomy syndrome. The patient has a history of scoliosis and 6 back surgeries. It was reported that in (B)(6) 2014, following pump replacement, the patient was discharged home when the patient needed to spend the night. The patient returned to the office/emergency room (ER) all day and was then hospitalized for a week. During which, medical management/dose titrations occurred. Additional information was requested regarding symptoms experienced, diagnostics, actions interventions, and event clarity/cause. Should additional information be received, a follow-up will be submitted.